Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with an low blood glucose (bg) level of below 40 mg/dl. Reportedly, the customer delivered too large of a bolus, which subsequently decreased their bg level. Reportedly, customer attempted to self-treat by consuming carbohydrates however, was treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.